Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the mitraclip became stuck on the chordae and was deployed at that location. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (dmr) grade 4. The patient presented with a posterior leaflet prolapse and long leaflets. Clip delivery system (cds 70223u247) failed to grasp the leaflets due to anatomy. Reportedly, the imaging quality was not good enough to see the posterior medial leaflet. After 3d echocardiogram and perpendicular alignment attempting to move the clip perpendicular into the left ventricle, the clip moved lateral from the leaflet and became stuck in the chordae. Reportedly, there was no irregular steering of the clip delivery system. The clip was attempted to be removed from the chordae for a half an hour. This was unsuccessful so the clip was deployed into the chordae and under the anterior medial leaflet. The mr remained grade 4. As treatment, a second mitraclip advanced. This clip also had difficulty grasping due to anatomy. Despite the difficulty grasping, this clip was positioned and deployed without reported issue, reducing the mr to grade 3. There was no clinically significant delay. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported difficulty grasping and entrapment of device or device component appear to be related to patient morphology/pathology and user technique/procedural circumstances. The reported patient effect of foreign body in patient was a result of chordal entanglement and therefore, related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.